Manufacturer narrative:
The electrode remains in service without further complication. As s report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, with this electrode noted to be in the right parasternal position with the two-incision technique. The next day the physician noticed the tip of the electrode appeared to be superficial. This was especially noticeable when the patient was seated. Two days post-implant, the electrode was repositioned, using the three incision technique, with a deeper tunneling and fixed at the tip with a suture. No additional adverse patient effects were reported.